Manufacturer narrative:
The device was returned to olympus for inspection, and the "severely bent" reported failure was confirmed, and the "vision is not great" reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device has a kink and the outer tube is deformed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope was severely bent and the vision was not great. The issue was found during a lap appendix procedure, which was completed with the same device. There were no reports of patient harm.